Event description:
A customer reported an issue where the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect various components of the pump and clean the pneumatic tap area. After following these instructions, the customer was able to reload the cartridge successfully and resume insulin therapy.